Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3093-28, lot# v012956, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was stated that the patient¿s implantable neurostimulator (ins) never worked for him. The ins was removed after the first year. Please refer to mfg. Report # 3007566237-2013-03511, as the patient reportedly had a second device placed, but that one was subsequently removed.